Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the caller acknowledged and understood.